Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and the issue could not be replicated. The system was determined to be functioning within specification.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system displayed an initializing collimator error. The site rebooted the system which resolved the issue. There was no patient present.